Event description:
It was reported during a patient follow up after the patient's third atrial fibrillation ablation procedure performed with a safire blu duo ablation catheter and anon-sjm generator completed on (B)(6) 2012, the patient's symptoms suggested pulmonary vein stenosis. Prior to the initial ablation procedure, the patient had a CT scan, which was segmented with verismo and used during the procedure; however, this CT scan, in which no stenosis was noted, was done prior to the patient's initial atrial fibrillation ablation procedure completed (B)(6) 2011. The patient had a second atrial fibrillation ablation procedure on (B)(6) 2011, without incident. Additional visualization during the third procedure was done via intracardiac echocardiography. No angiography of the pulmonary veins was performed. There were no issues or complications during the procedure itself. At a follow up with the physician, the patient complained of shortness of breath which prompted further evaluation. A follow up transesophageal echocardiogram showed increased venous flow velocities in all pulmonary veins; however this has not been confirmed via MRI or CT to date.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A DHR review could not be done as the lot number was not provided. If the device is received or additional information becomes available a supplemental report will be filed. The root cause classification of the reported pulmonary vein stenosis is anticipated procedural complications as this is a clinically known complication of radiofrequency ablation procedures on or around pulmonary veins.